Event description:
Customer reportedly noted a burning smell coming from the anesthesia machine. The clinician decided to swap out the anesthesia machine. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.